Manufacturer narrative:
The device was not returned for analysis and the complaint of discomfort at the lead site could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient had a lump with ongoing discomfort at the suture sleeve site. Physician assess that the leads were peripheral, so the suture sleeve was close to the skin. Patient then underwent an explant procedure to remove the suture sleeve and is doing well post-operatively.